Manufacturer narrative:
Implant date: unknown, information not provided. Explant date: unknown, information not provided. Email address: unknown/not provided (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the ophthalmo-viscosurgical device (ovd) was injected into the patient¿s eye, the surgeon saw a white material floating in it. It was removed immediately by the surgeon. It was stated that there was no patient involvement. No other information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search for related complaints from lot number uh31451 from the last 12 months was conducted. 3 related complaint(s) found. All of them coded as no harm to patient. No further investigation is required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.